Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Health professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures non-penetrating nicks and creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Health professional reported right side rupture. The device has been explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, d6b, h.6 a review of the device history record has been completed. No deviations or non-conformances noted.